Event description:
It was reported that during an implant procedure on (B)(6) 2026, while connecting the left ventricle (lv) into the header of the pm, the set screw was unable to be tightened. The patient was oozing blood during the procedure; however, the patient remained stable afterwards. The pm was not used, and a new pm was implanted successfully.